Manufacturer narrative:
(B)(4). The sheath was discarded at the facility and is not available for investigation. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result reportedly, the access vessel diameter was approximately 6mm. According to the IFU the minimum 22 fr sheath ID is 7.3mm and od is 8.2mm.

Event description:
On (B)(6) 2021, the patient underwent emergent endovascular treatment of a descending aorta aneurysm using gore® tag® conformable thoracic stent grafts with active control system (ctag ac). A gore® dryseal flex introducer sheath (dsf) was used for access. Two gore® tag® conformable thoracic stent grafts with active control system deployment was completed. Reportedly, after the dsf22fr sheath was removed, a right external iliac artery dissection was confirmed, and an additional bare metal stent was placed. It was reported that the access vessel diameter was approximately 6mm. The patient tolerated the procedure.